Manufacturer narrative:
On 1/21/2021, the bwi product analysis lab identified a hole in the pebax with reddish brown material and internal parts exposed. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected, and it was found with a hole on pebax, reddish brown material and internal parts exposed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30435775m number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed, the root cause of the internal failure of the sensor cannot be determined. In addition, there was a previous investigation to reduce magnetic and force sensor internal issues. The root cause of the hole on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish-brown material inside and internal parts exposed. During the procedure, the carto 3 system was displaying a force sensor error 106 when the catheter was plugged into the patient interface unit. The force vector was inverted, and "hi" was also displayed for the force reading, at the same time. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued. No patient consequences were reported. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.